Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet bionic pancreas fell to the ground, the infusion set connector snapped off from the cartridge, and the cartridge with twist handle became lodged in the device; the user subsequently broke another piece while attempting removal and later cleared the broken connector using a paper clip and resumed therapy. Symptoms included hyperglycemia with a reported blood glucose up to 280 mg/dl for approximately 90 minutes, without ketone testing, medical intervention, or acute clinical sequelae. Outcomes included temporary interruption of insulin delivery and self-recovery after the user removed the broken connector and reconnected to the ilet. Investigation included technical troubleshooting and user education provided remotely. Investigation of this case revealed a mechanical failure of the cartridge-to-infusion set connection and subsequent obstruction by retained broken parts. It was concluded that the event involved a device component breakage with resulting hyperglycemia that resolved after the user restored the infusion pathway. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.